Event description:
It was reported that a female ICU patient overshot their target temperature while receiving therapy for hypothermia on an arctic sun 2000 device. The patient¿s temperature was 32.c, while the target temperature was 33c. On (B)(6) 2019, a call was placed to ms&s for assistance with troubleshooting. Ms&s advised that there was good flow and a good fit to the pads. The water temperature was 38c and rising. Ms&s advised that the device was responding appropriately. During a follow-up phone call on (B)(6) 2019, the nurse reported the patient reached the target temperature during the rewarming phase. However, during the maintenance phase, the patient¿s temperature would fluctuate by 1c above and below the 36.5c target. He reported that the patient was a do not resuscitate (dnr) and passed away during the normothermia maintenance phase. During another follow-up call placed on (B)(6) 2019 by a bd clinical risk specialist, the ICU director confirmed the patient expired on (B)(6) 2019 and was a dnr. She declined to provide any additional information or the cause of death.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a female ICU patient overshot their target temperature while receiving therapy for hypothermia on an arctic sun 2000 device. The patient¿s temperature was 32.c, while the target temperature was 33c. On (B)(6) 2019, a call was placed to ms&s for assistance with troubleshooting. Ms&s advised that there was good flow and a good fit to the pads. The water temperature was 38c and rising. Ms&s advised that the device was responding appropriately. During a follow-up phone call on (B)(6)2019, the nurse reported the patient reached the target temperature during the rewarming phase. However, during the maintenance phase, the patient¿s temperature would fluctuate by 1c above and below the 36.5c target. He reported that the patient was a do not resuscitate (dnr) and passed away during the normothermia maintenance phase. During another follow-up call placed on (B)(6) 2019 by a bd clinical risk specialist, the ICU director confirmed the patient expired on (B)(6) 2019 and was a dnr. She declined to provide any additional information or the cause of death.